Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument failed the electrical continuity test. The instrument was found to have damage of the conductor wire¿s insulation. Thermal damage was observed on the yaw pulley. This failure is most commonly caused by mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk0720. The alleged event occurred on the 8th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although the instrument failed the electrical continuity test, the thermal damage observed on the yaw pulley indicates there may have been unintended energy transmission to the instrument wrist. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. The information for initial reporter is not available.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was no current on the fenestrated bipolar forceps instrument. The procedure was completed was no reported injury. Intuitive surgical, inc. (Isi) followed up on (B)(6) 2020 and obtained the following additional information: the procedure was completed with a back-up set of instruments.